Event description:
It was reported that on an unknown date, during post-op the doctor was removing unknown hardware from a foot on (B)(6) 2023. The hardware was removed to perform a revision of a non union of a midfoot fracture to perform a fusion. The hardware was successfully removed, however a fragment of one of the broken screws remained. The initial surgery was done 8 months ago in (B)(6) 2022. Patient consequences are unknown and no other information is currently available. This complaint involves one (1) devices. This report is for one (1) unk - screws: va locking this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D1, d2, d3, d4, g4-510k: this report is for an unk - screws: va locking /unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.